Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211642 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 211642, test base part number 195-430h/ lot: 207661. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211642 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.d4:expiration date.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on 15jan2024. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on 15jan2024 with a nasal kitted swab. Additional testing was performed on 16jan2024 with a teleswab rapid antigen test and 17jan2024 with a tuidel rapid antigen test, generating negative results each respectively. The consumer indicated they were asymptomatic. No additional information, including treatment and outcome, was provided.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 with a nasal kitted swab. Additional testing was performed on (B)(6) 2024 with a teleswab rapid antigen test and (B)(6) 2024 with a tuidel rapid antigen test, generating negative results each respectively. The consumer indicated they were asymptomatic. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.